Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.